Manufacturer narrative:
(B)(4). Batch # r94e0y. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned and had evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. In addition, the device was activated for about 1 minute with no abnormal heat observed. However, due to the device condition, no functional testing could be performed, therefore we were unable to investigate further the tissue effect issues reported. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed, and no defects, nc¿s, or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an ent procedure, the harmonic focus device was connected with handpiece and the device was tested in normal set up without issue. When doctor went to use the focus, the device would heat up and would not cut. The end effector heated up in extreme heat (the tip, the jaws) but then the surgeon said the heat increased and went up the shaft. The surgeon did not specify how far up. The surgeon said everything seemed hotter then normal to include the handle and the blade," but the device didn't cut. The doctor then had a ligasure small jaw opened to start the case. There was no harm to patient and no patient consequences were reported.